Event description:
It was reported that the patient presented experiencing inappropriate anti-tachycardia pacing. Upon review on the merlin.net transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited incorrect interpretation of a supraventricular tachycardia event. No programming changes were made. The patient's status was unknown, and will continue to be monitored.

Event description:
New information noted that the patient was stable.